Event description:
Pt had a drain inserted during an appendectomy on 1/22/95. On 1/26/95 the physician attempted to remove the drain and the tubing broke, leaving several inches of the drain in the pt's abdomen. The pt was taken back to surgery on 1/26/95 for removal of the drain.